Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in emergency room due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 23 mmol/l at the time of hospitalization. Customer¿s blood glucose level was 23.4 mg/dl at the time of call. Customer stated that before she went to emergency room they were gave themselves 10 units of insulin. Customer stated that they having presence on ketone in urine. Customer stated that there was difference between sensor glucose and blood glucose level. Customer stated that sensor value was 10 mmol/l. Customer stated that auto mode feature was active at the time of event. The device will not be returned for analysis.